Manufacturer narrative:
Through follow-up it was learned that the lens was implanted (B)(6) 2017. The patient was in good condition and no injuries were reported. Age/date of birth: (B)(6). Gender/sex: male. Physician name: (B)(6). If implanted, give date: (B)(6) "1017". Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that zxr00 21.0 diopter intraocular lens (iol) was explanted due to a hyperopic outcome. The lens was replaced with a same model lens of a higher diopter size (23.0). At explant the incision was enlarged but no suture was required. No patient injury reported. No further information provided.